Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during set up for pd treatment the cart holding the cycler was bumped which knocked the cycler to the floor. The patient reported seeing sparks coming from the back of the cycler when it hit the floor. Technical services issued the patient a new cycler. The patient was able to perform manual treatments in absence of a cycler. In a follow up with the patient's pd nurse, it was verified that there was no harm caused to the patient and the patient received a new cycler and is using it for treatments without any issues. The cycler is available to be returned to the manufacturer for investigation.

Event description:
A peritoneal dialysis (pd) patient reported that during set up for pd treatment the cart holding the cycler was bumped which knocked the cycler to the floor. The patient reported seeing sparks coming from the back of the cycler when it hit the floor. Technical services issued the patient a new cycler. The patient was able to perform manual treatments in absence of a cycler. In a follow up with the patient's pd nurse, it was verified that there was no harm caused to the patient and the patient received a new cycler and is using it for treatments without any issues. The cycler is available to be returned to the manufacturer for investigation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed the power entry module was damaged. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump door, and on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The catch-post hipot test passed. The patient hipot test passed. The current leakage test passed. The touchscreen test passed. The voltage calibration check passed. The post-accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. No signs of electrical or thermal damage on the inside side of the power entry module or returned cycler internals. All electrical testing passed, no evidence of an electrical spark was reproduced during the investigation. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes.